Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the vpn tunnel configuration issue. A technical support specialist (tss) dialed into the cce and observed that one new active directory discharge message had crossed. The tss found that the issue was on the customer's side, where the active directory messages had stopped crossing over to the cce. The customer was in the process of setting up a new vpn tunnel to see if it would resolve the issue. The tss attached the knowledge article titled "hospital network / adt / oe or customer 3rd party software issue". The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.